Manufacturer narrative:
Received one used sample, list #b9900-200 was returned for evaluation. As received it was confirmed the presence of strand of hair inside the drip chamber. No additional damage or anomalies were confirmed. Complaint of particulate matter can be confirmed. The probable cause was due to gowning error controls at manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone has a cell # (B)(4). The device was received for evaluation. The investigation is pending.

Event description:
The event involved a 123" (312 cm) appx 16.0 ml, 10 drop primary set w/3 microclave®, 4-way stopcock, rotating luer where it was reported that a pre-op nurse spiked an IV bag and when she squeezed the chamber to prime the tubing, she noticed what looks like a hair (particulate) inside the tubing chamber. There was unknown patient involvement and unknown patient harm reported.